Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that over the weekend they got a "por" message on their controller. Caller commented that patient hasn't been charging as frequently as they should be, and that they had a newer-style wireless recharger. When asked, caller was uncertain if the message was an informational por that could be cleared by the patient or a warning por that would need to be cleared by clinician programmer. Agent reviewed pertinent information to clear por message.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that the cause of the por message was unknown. Rep reported that "por" message was cleared and it did not return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.